Event description:
The caller reported that a patient had a cuff leak in his tracheostomy tube as he was able to speak with it inserted. The patient tried filling the cuff with air but did not see any air in the pilot balloon. The patient required re cannulated prior to 29 days of use. The tube was not saved and the lot number is unknown.